Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pain at injection site [injection site pain]. A loose white button, spring is not visible, something inside which sounds like a rattle [device issue]. Solution came out of two pens [device leakage]. The button is stuck it doesn't run [device failure]. Removed solution from flextouch using syringe for application [wrong technique in product usage process]. Used novofine 32 g needle 3 times [multiple use of single-use product]. Left novofine 32 g needle attached to pens in between injections [product storage error]. Case description: study ID: (B)(6). Study description: trial title: support the patient in the correct use of devices and provide general information of diabetes care and management. Contribute to the prevention of the acute complications and postpone or reduce the chronic complications of the diabetes, in the population through educational sessions and workshops. Patient's height: 149 cm. Patient's weight: (B)(6). Patient's bmi: 34.68312240. This serious solicited report from mexico was reported by a consumer as "pain at injection site (pain injection site)" with an unspecified onset date, "a loose white button, spring is not visible, something inside which sounds like a rattle (device component issue)" with an unspecified onset date, "solution came out of two pens (device leakage)" with an unspecified onset date, "the button is stuck it doesn't run (device failure)" with an unspecified onset date, "removed solution from flextouch using syringe for application(wrong technique in product usage process)" with an unspecified onset date, "used novofine 32 g needle 3 times (needle reusage)" with an unspecified onset date, "left novofine 32 g needle attached to pens in between injections (device stored with needle attached)" with an unspecified onset date and concerned a adult female patient who was treated with tresiba flextouch (insulin degludec) from (B)(6) 2018 and ongoing for "type 2 diabetes mellitus" (dose and frequency 20 iu, qd), novofine (32g) (needle) from unknown start date for "type 2 diabetes mellitus". Dosage regimens: tresiba flextouch: (B)(6) 2018 to not reported (dosage regimen ongoing); novofine (32g). Current condition: type 2 diabetes mellitus, hypertension / high pressure, menopause, diabetic neuropathy. Concomitant medications included - losartan, jardianz duo(empagliflozin, metformin hydrochloride), tiaminal b12 trivalente ap [cyanocobalamin;pyridoxine hydrochloride;thiamine hydrochloride] (cyanocobalamin, pyridoxine hydrochloride, thiamine hydrochloride), progesterone, estrogel (estradiol) and vitamins (name not specified, non-codeable). Patient reports having bought three pens of tresiba insulin between (B)(6) 2020 (keep the three pens), mentions that at the time of making the application, the medicine did not come out and the cursor did not return to zero, insulin dripped from the pens. She tried to take the insulin out with other insulin syringes because she had no more money to buy more, however it did not work. The first two pens dripped completely and the spring is not visible, they have a little white ball which moves, something that did not happen with the previous pens. The last pen patient bought still has the insulin but if moves the pen something inside sounds like a rattle. Due to the issue, the patient removed the solution from the flextouch from a syringe and applied their daily dose. The patient reported of injection site pain due to the large needle of the insulin syringe. Pain disappears after injection. The patient was applying the injection in abdomen and arms. Patient is using novofine 32g needle, is using them for 3 applications and let them attached, however, patient mentioned that is not a needle problem, that the problem regards the pens because all 3 pens has the same batch number and expiry date. Batch numbers: tresiba flextouch: jp53659; novofine (32g): requested. Action taken to tresiba flextouch was reported as no change. The outcome for the event "pain at injection site (pain injection site)" was not recovered. The outcome for the event "a loose white button, spring is not visible, something inside which sounds like a rattle (device component issue)" was not reported. The outcome for the event "solution came out of two pens (device leakage)" was not reported. The outcome for the event "the button is stuck it doesn't run (device failure)" was not reported. The outcome for the event "removed solution from flextouch using syringe for application (wrong technique in product usage process)" was not reported. The outcome for the event "used novofine 32 g needle 3 times (needle reusage)" was not reported. The outcome for the event "left novofine 32 g needle attached to pens in between injections (device stored with needle attached)" was not reported. Reporter's causality (tresiba flextouch) - pain at injection site (pain injection site) : unknown. A loose white button, spring is not visible, something inside which sounds like a rattle (device component issue) : unknown. Solution came out of two pens (device leakage) : unknown. The button is stuck it doesn't run (device failure) : unknown. Removed solution from flextouch using syringe for application(wrong technique in product usage process) : unknown. Used novofine 32 g needle 3 times (needle reusage) : unknown. Left novofine 32 g needle attached to pens in between injections(device stored with needle attached) : unknown. Company's causality (tresiba flextouch) - pain at injection site (pain injection site) : possible. A loose white button, spring is not visible, something inside which sounds like a rattle(device component issue) : possible. Solution came out of two pens (device leakage) : possible. The button is stuck it doesn't run (device failure) : possible. Removed solution from flextouch using syringe for application (wrong technique in product usage process) : possible. Used novofine 32 g needle 3 times (needle reusage) : possible. Left novofine 32 g needle attached to pens in between injections (device stored with needle attached) : possible. Reporter's causality (novofine (32g)) - pain at injection site (pain injection site) : unknown. A loose white button, spring is not visible, something inside which sounds like a rattle (device component issue) : unknown. Solution came out of two pens (device leakage) : unknown. The button is stuck it doesn't run (device failure) : unknown. Removed solution from flextouch using syringe for application(wrong technique in product usage process) : unknown. Used novofine 32 g needle 3 times (needle reusage) : unknown. Left novofine 32 g needle attached to pens in between injections(device stored with needle attached) : unknown. Company's causality (novofine (32g)) - pain at injection site (pain injection site) : possible. A loose white button, spring is not visible, something inside which sounds like a rattle (device component issue) : possible. Solution came out of two pens (device leakage) : possible. The button is stuck it doesn't run (device failure) : possible. Removed solution from flextouch using syringe for application (wrong technique in product usage process) : possible. Used novofine 32 g needle 3 times (needle reusage) : possible. Left novofine 32 g needle attached to pens in between injections (device stored with needle attached) : possible.

Event description:
(Related symptoms if any separated by commas) pain at injection site [pain injection site]. A loose white button, spring is not visible, something inside which sounds like a rattle [device component issue]. Solution came out of two pens [device leakage]. The button is stuck it doesn't run [device failure]. The label on one of the pens was damaged [product label damaged]. Removed solution from flextouch using syringe for application [wrong technique in product usage process]. Case description: this serious solicited report from mexico was reported by a consumer as "pain at injection site(pain injection site)" with an unspecified onset date , "a loose white button, spring is not visible, something inside which sounds like a rattle(device component issue)" with an unspecified onset date , "solution came out of two pens(device leakage)" with an unspecified onset date , "the button is stuck it doesn't run(device failure)" with an unspecified onset date , "the label on one of the pens was damaged(product label damaged)" with an unspecified onset date , "removed solution from flextouch using syringe for application(wrong technique in product usage process)" with an unspecified onset date and concerned a adult female patient who was treated with tresiba flextouch (insulin degludec) from (B)(6) 2018 and ongoing for "type 2 diabetes mellitus". Current condition: type 2 diabetes mellitus (duration not reported), hypertension / high pressure, menopause, diabetic neuropathy. Concomitant medications included - novofine (32g)(needle), losartan, jardianz duo(empagliflozin, metformin hydrochloride), progesterone, estrogel(estradiol), vitamins (name not specified, non-codeable) and tiaminal b12 trivalente ap [cyanocobalamin;pyridoxine hydrochloride;thiamine hydrochloride](cyanocobalamin, pyridoxine hydrochloride, thiamine hydrochloride). It was also reported that the label on one of the pens was damaged. Tresiba flextouch is a prefilled device current location of device: device not yet returned period of use: dec-2018, however use of tresiba flextouch is ongoing the outcome for the event "pain at injection site(pain injection site)" was not recovered. The outcome for the event "a loose white button, spring is not visible, something inside which sounds like a rattle(device component issue)" was not reported. The outcome for the event "solution came out of two pens(device leakage)" was not reported. The outcome for the event "the button is stuck it doesn't run(device failure)" was not reported. The outcome for the event "the label on one of the pens was damaged(product label damaged)" was not reported. The outcome for the event "removed solution from flextouch using syringe for application(wrong technique in product usage process)" was not reported. Reporter's causality (tresiba flextouch) - pain at injection site(pain injection site) : unknown a loose white button, spring is not visible, something inside which sounds like a rattle(device component issue) : unknown solution came out of two pens(device leakage) : unknown the button is stuck it doesn't run(device failure) : unknown the label on one of the pens was damaged(product label damaged) : unknown removed solution from flextouch using syringe for application(wrong technique in product usage process) : unknown company's causality (tresiba flextouch) - pain at injection site(pain injection site) : possible a loose white button, spring is not visible, something inside which sounds like a rattle(device component issue) : possible solution came out of two pens(device leakage) : possible the button is stuck it doesn't run(device failure) : possible the label on one of the pens was damaged(product label damaged) : possible removed solution from flextouch using syringe for application(wrong technique in product usage process) : possible investigation result: name: tresiba flextouch (u100) batch: jp53659 the batch documentation was reviewed. No abnormalities relating to the observed problem were found. A reference sample check on efficacy was found to be normal in (B)(4). Inv-0567045. Efficacy (B)(6) 2020 ok investigation and conclusion in regards to the label is based on the attached photos the label on one of the pens was damaged. The fault was caused by an error in novo nordisk a/s. The product was not returned for examination. Since last submission the case has been updated with the following: -events updated -novofine (32g) needle changed from suspect to concomitant -investigation result for tresiba flextouch was updated. -narrative updated accordingly. Final manufacturer comment: 28-jul-2020: the suspected device (tresiba flextouch) has not been returned to novo nordisk for evaluation. A reference sample check on efficacy was found to be normal. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. From the pictures of the devices, it was identified that there is label damaged, due to design fault. This is covered under the capa0000005/cr0697660. However this is not related to other technical complaints/clinical event reported. Injection site pain could be related to use of syringes to administer product when the device is leaking and not functioning.